Manufacturer narrative:
Follow-up #1: date of submission 05/12/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2016 with the following findings: review of the black box data revealed records of continual power on reset events followed by call service alarms 052/054 on the date of the complaint. On investigation, the pump powered with a blank display screen and constant vibration. A leak test was performed and revealed moisture leakage due at the audio bolus button and the battery compartment. The audio bolus button cover was damaged/punctured. The responsiveness of the audio bolus button was not able to be evaluated due to the blank display screen. The battery compartment was noted to be cracked on the side of the battery compartment from the threads traveling down to toward the case seal and above the bumper pad at the threads. Evidence of moisture was found inside the pump on the support bracket, the battery canister and on the main printed circuit board. Investigation duplicated the complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. The reporter refused return of the pump for investigation. There was no indication that the product caused or contributed to an adverse event.